Event description:
Pump declared alarm 20 during pumping, prompting the reported issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. A new cartridge was loaded following cts guidance, but the alarm persisted, resulting in a decision to replace the pump. Customer was informed and a replacement pump was arranged under warranty. Meanwhile, customer planned to use multiple daily injections as a backup therapy. Instructions were given for returning the faulty pump to tandem, along with storage mode guidance for transport.